Manufacturer narrative:
The referenced scope was returned to the service center for an evaluation of the reported leak. A leak was confirmed as a visual inspection was performed on the scope and found a portion of the bending section skeleton was protruding out from the bending section cover near the insertion tube side. The bending section damage is approximately 70mm from the distal end side. The bending section cover was removed in order to reveal the extent of the damage to the bending section and from the leak. Upon removal of the bending section cover, it was confirmed that the bending section skeleton is fully separated producing sharp edges near the insertion tube side. In addition, the bending section and internal elements are rusted, near the insertion tube side. All twelve bending section support pins were receded into the channel and lifted. A review of the service history indicated the scope was purchased on may 7, 2018 with one service event that was not related to a bending section damage issue. The scope was repaired and returned to the user facility. Based on the device evaluation results, the potential cause of the reported event can be attributed to excessive force and/or stress applied to the bending section area. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. Also, the instructions for safe use document states, ¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation."

Event description:
The service center was informed that the scope had a leak. There was no patient harm reported.